Manufacturer narrative:
The available information suggested that this device remained in-service. The event will be reopened if additional information becomes available and/or the device is returned for analysis. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2015. The device was electively explanted due to normal battery depletion. The device was received at boston scientific's return products department in mid-december 2015 and is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. (B)(4).

Event description:
Boston scientific received information in (B)(6) 2008 that the local sales representative contacted boston scientific's technical services to report that this device was exhibiting random electrogram noise on the rv pace/sense electrogram that could not be explained. In this case, it appears that the issue was resolved and the physician felt that this issue was transitory in nature. Additionally, the physician experienced difficulties with tightening of the df-1 distal (negative) port during the implant procedure.